Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The customer care advocate tried to contact the patient with follow up questions from the medical surveillance specialist but was unable to reach the patient. The patient alleged that the product issue began at 10:53pm on (B)(6) 2015. The patient reported obtaining a blood glucose reading of 18.3mmol/l on the subject meter. The patient reported administering 5 units of novalin through their insulin pump in response to the reported reading. The patient reported that two hours later they obtained a blood glucose reading of 1.7mmol/l. It is unknown if the patient received any treatment for this low blood glucose reading. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient became hypoglycemic after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.